Event description:
It was reported via repair work order that the bed had no power. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the bed had no power. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was reported that the bed had no power. Supplemental submitted as further investigation determined the zoom battery wont charge. This will result in caregiver annoyance. Additionally, it is not likely to harm the patient as bed function that requires the batteries is the zoom and there is no hindrance in moving the bed as the bed can still be moved manually. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.